Event description:
It was reported that the bd luer-lok¿ had foreign matter/mold on plunger. The following information was provided by the client: "customer stated that there was a black, mold like matter on plunger. Not used on a patient. No adverse events."

Manufacturer narrative:
It was reported there was foreign matter on the product. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the plunger rod has two ribs with embedded degraded resin. It was not possible to remove the resin with a pre-saturated 70/30 ipa/di water wipe. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 2033192. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the flow of product was good. There was no embedded degraded resin or any other foreign matter was observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.